Manufacturer narrative:
A partial lead with the distal tip measuring 42.0cm was returned for analysis. External insulation abrasion was noted at 38.5-38.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 26.5-28.7cm from the distal tip. The rv conductor etfe coating was abraded at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that the lead was explanted and replaced due to low, high voltage impedance when the svc coil was programmed on. The patient tolerated the procedure well without complications.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.